Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During analysis, it was found that the plasmablade device wiring circuitry was completely reversed wired to the contacts on the pcb board, resulting in reverse activation. From a system approach, the generator is deemed a reportable component based on the additional consequence. This failure was found during analysis, therefore patient demographic information was not requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.